Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum, an unspecified number of tubes exhibited red cell hang up and red cell rings. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation. Both photos showed multiple tubes with red rings around the rims. Additionally, 30 retained samples for lot number 4222903 were visually inspected for additive abnormality. Additive abnormality was observed. Complaints for sample quality are under statistical control for the month of may 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lot 4222903, for the indicated failure modes: red cell hang up and red cell ring based on customer photo. This complaint has been confirmed for additive abnormality based on the retain testing. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® serum, an unspecified number of tubes exhibited red cell hang up and red cell rings. No adverse impact was reported regarding the patient or user.